Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a right atrial (ra) lead undersensing / no sensing was observed in several positions in the atrium. It was noted the lead was repositioned several times. The lead was removed and replaced. No patient complications have been reported as a result of this event.